Event description:
Info received indicates the bed slowly drifts into trendelenburg.

Manufacturer narrative:
The technician found the gas springs were not holding. He replaced the gas springs to repair the bed.